Event description:
Customer reported that was trying to change her sensor and three of the sensors needles broke off in her body while she was trying to insert the sensor. Customer stated that her husband is a doctor and had extracted them. Customer stated that she was inserting them at the right angle, but they bent and broke. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.